Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After discovering the balloon rupture fse removed the balloon and iab treatment was completed. There was no balloon leak or blood detection related alarm history. There was a history of catheter inspection alarms. Fse removed safety disk, condensate removal module, and tubing, blood detect. The unit has not been returned to customer and cleared for clinical use as no parts have been replaced yet due to delay in the arrival of parts. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit was found to have blood back. The customer stated that a yamato plus 30cc balloon was used. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected information - g2, d5. H3 other text : no repair information

Event description:
N/a